Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr, 2.75x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent struts damaged stretched and pulled distally. The undamaged mid section of the crimped stent outer diameter (od) was measured and is within the maximum crimped stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the femoral artery. The 36x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After deploying a 38 x 2.75 promus premier¿ drug-eluting stent, it was noted that the proximal segment of the stent was deformed. A balloon catheter was advanced and inflated over the deformed segment of the stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the femoral artery. The 36x3.0mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After deploying a 38 x 2.75 promus premier¿ drug-eluting stent, it was noted that the proximal segment of the stent was deformed. A balloon catheter was advanced and inflated over the deformed segment of the stent and the procedure was completed. No patient complications were reported and the patient's status was stable.